Event description:
It was reported that there was a possible problem with an implantable neurostimulator (ins) and there was a power on reset (por) condition following electromagnetic interference (emi) exposure. It was noted that the device implant occurred the day of the report and post-operatively there was a por on the patient programmer. Removing and replacing the patient programmer batteries did not resolve the por. The por was able to be cleared and the device was able to be successfully reprogrammed without further incident. It was reported that electrocautery was used during the procedure and the implanting healthcare professional hit the ins. It was later reported that the physician was shaving down the pocket for the ins when he bumped the ins with the electrocautery tool as he was finishing up. It was noted that the por was able to be cleared with the clinician programmer and there were no further issues. It was reported that the patient was doing well and receiving effective therapy and there were no issues, interventions, or troubleshooting needed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0exjp, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).